Event description:
Iridex became aware of a patient reporting pain in the eye following a procedure using cyclo-g6 and micropulse p3 delivery device. During follow-up patient demonstrated vision loss greater than two lines. It is unknown if the vision loss is transient. The iop was successfully reduced; however edema of the corneal epithelia and hyperamia of the conjunctiva were also observed. A vitrectomy was performed and it was confirmed that the edema resolved. The laser treatment parameters were reported by the doctor and were confirmed to be consistent with established protocols. It was stated that the patient experienced underlying conditions and it is unknown these conditions were a contributing factor for the postoperative complications. A specific root cause for this incident could not be determined. Engineering analysis could not be performed as the device was not returned.